Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not remain firm enough to stay in the artery and was pulled right out. Therefore, manual pressure was done to complete the procedure. There was no reported patient injury. The operator is trained to use the device. The device was stored as per labeling and was opened in a sterile field. The product was not reused or sterilized. The device will be returned for evaluation (original package is available).

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not remain firm enough to stay in the artery and was pulled right out. Therefore, manual pressure was done to complete the procedure. There was no reported patient injury. The operator is trained to use the device. The device was stored as per labeling and was opened in a sterile field. The product was not reused or sterilized. The product was not returned for analysis. A product history record (phr) review of lot f2031601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.